Event description:
It was reported that the pump has an occlusion in the stream. During investigation found the dso sensor was decalibrated. This malfunction makes the event reportable. There was no reported patient involvement.

Manufacturer narrative:
Device was initially received for the complaint that the pump has an occlusion in the stream. During investigation found the dso sensor was decalibrated. This malfunction makes the event reportable. Review of event log/alarm history found the problem from the customer cannot replicated. There was no 12-month service history reported. The visual and functional testing was performed. The complaint was able to be duplicated. The dso sensor was decalibrated. The reported issue was addressed by replacement of the dso seal and recalibrated dso sensor. The device submitted for functional and delivery tests after repair activities completed.